Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report it is visible that the safety valve is leaking 1.24l/min. Log shows that tf 389 is active three times from 12/10/2018. The safety valve of this unit need to be replaced. Complete calibration was performed on this unit.

Event description:
The customer reported that bellavista alarm 389 o2 dosing not possible active in this unit. At this time there is no information about patient involvement in this event. 6. Tests/lab data, including dates